Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the implantable cardioverter defibrillator (ICD) was received with severed leads fully inserted into the ra and rv ports. Both the ra and rv tip setscrews were in the down position and were found to move freely. The ra and rv ring setscrews were in the up position and moved freely. The ra and rv tip setscrews were loosened and both of the leads were easily removed. The header was received separated from the device case. The header had been cut by the ra and rv tip terminal blocks. No issues were noted with the df-1 lead barrels or setscrews. The damage to the header was induced during explant procedure. Analysis was unable to confirm the field allegation of stuck setscrews.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the setscrews on the implantable cardioverter defibrillator (ICD) were unable to be loosened. The physician then cut the header down to the setscrews and noted both of the defibrillation terminal pins on the right ventricular (rv) lead were completely stuck and unable to be removed from the device's header. When the physician was cutting the rv lead from the header of the ICD, he cut through the right atrial (ra) lead. The ICD, rv and ra leads were explanted and replaced. No adverse patient effects were reported.